Event description:
It was reported that pump experienced malfunction with malfunction code 16, and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions on how to reset pump, and successfully reset pump. The customer was advised to continue using the pump.